Event description:
Procedure type: c-section. According to the reporter: the needle detached from the needle driver during the case. There was no delay in or time and no tissue damage. The doctor continued to tie off the suture to finish the case. The needle could not be found and an x-ray did not show that the needle was located in the pt.

Manufacturer narrative:
Date of initial report sent: 10/20/2009.